Event description:
It was reported that this right ventricular lead exhibited failure to capture at max output due to a dislodgement that was confirmed through x-ray. It was later found that the suture sleeves were not tight on the sleeves from the original implant. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular lead exhibited failure to capture at max output due to a dislodgement that was confirmed through x-ray. It was later found that the suture sleeves were not tight on the sleeves from the original implant. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.